Event description:
It was reported to medtronic minimed that the customer experienced inconsistent insulin delivery with the inpen and also experienced hyperglycemia. The customer reported hyperglycemia treated with inpen. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed, including advising the customer to check the insulin cartridge, confirm insulin delivery through priming, and monitor the inpen and blood glucose levels. The screw movement issue was identified. No further patient complications were reported. The customer will discontinue use of the device. The inpen mmt-105nnpkna was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 6.10ozf-in). Inpen passed front cap investigation. However, tick mark does not align in the gage window when dialing to desirable doses to pair unit. In conclusion: the customer concern of leadscrew anomaly could not be confirmed. No difficult to dial noted. However, inpen failed dialing alignment inspection. Tick mark does not align in the gage window when dialing to desirable doses to pair unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.